Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with bolus wizard on the pump. Customer also had low reading in the 200's mg/dl. The customer stated that the pump started to warm up and it took 2 hours to test blood glucose. The product was not returned for analysis.